Event description:
A reported pain pump, which has not worked for some time, is being removed by md, and he had questions as to whether the catheter should be removed as well.

Manufacturer narrative:
(B)(4).